Event description:
Related manufacturer reference number: 1627487-2023-02845. Surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-02845. It was reported the patient's experienced ineffective therapy was due to lead migration. The issue was confirmed via imaging. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.